Event description:
As reported by the user facility: customer reports several events, that upon attempting to remove protective cover from product only needle comes out, safety clip engages and hub is stuck in protective cover. Please refer MFR report # 9610825-2013-00156.